Event description:
Reporter indicated that the patient had been getting "great benefit from the device," but after the physician "increased the settings," " a few weeks later he had a seizure and when they swiped with the magnet it did not stop the seizure like it had all the times before. " treating physician indicated that the " patient was seen in 2007 and made no mention of any of the reported events" and that " any events that the patient was experiencing or reported was a result of the patient's condition and not the vns device. " he reported that "the device is functioning as intended." An additional report received from the patient's caregiver indicated that she " was very concerned that the patient's vns may not be working because he had to go to the hospital last week for his seizures. He is home now and doing better." Good faith attempts have been unsuccessful to obtain information on the additional report received from the caregiver.

Manufacturer narrative:
Device malfunction suspected, but did not contribute to a death.